Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received stating the scratch on the lens was found before the surgery and not during which was originally reported. The surgeon found the scratch as it was examined under the microscope before loading the lens. The lens was replaced to start and complete the case.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Photo evaluation: the photo shows iol sitting incorrectly and pressed in the well area of the lens case. Solution appears to be dried on the iol. The haptic appears to be bent/deformed. The optic appears to be scratched/marked. Additional observations were as follows: iol returned pressed against two (2) post of the lens case base. A significant amount of solution is dried on both surfaces of the optic and haptics. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint - significant scratch in the central. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens presented with a scratch once it was implanted. The surgeon removed the lens during the initial surgery and replaced with a new iol to complete the case. There was no patient impact.